Manufacturer narrative:
(B)(4). The micro pituitary has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the instrument broke during use in surgery. The broken tooth of the instrument fell into the patient disc space and was not able to be retrieved.